Event description:
It was reported that the implantable cardiac defibrillator (ICD) had premature battery depletion. It was noted that the ICD delivered greater than seventy shocks throughout the life of the device. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity.